Event description:
It was reported that the pump and catheter were explanted due to infection. The organism was unknown, but unspecified test results were pending. The pump was used to infuse lioresal 500 mcg/ml. No patient symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.